Event description:
Pt was in the hosp for possible small bowel obstruction. Pt had a peg tube replacement procedure. 20 fr. Traction ponsley bard peg tube removed in the usual fashion. The inner rubber bumper (dome shaped bolster) did not come through the skin-and had disengaged. A 20 fr. Balloon peg tube easily replaced through peg channel.